Manufacturer narrative:
System history shows that the laser was verified prior to the date of event. The root cause could not be identified. (B)(4).

Manufacturer narrative:
Additional information has been requested. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap during lasik flap creation. While trying to lift the flap there was tearing. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.